Event description:
It was reported that the titanium adapter disconnected from the non-vantive catheter. This occurred after a transfer set replacement. The titanium adapter and transfer set were replaced due to the disconnection from the patient¿s catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.